Manufacturer narrative:
This report is filed, march 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain, redness, and swelling at the implanted site. On (B)(6) 2016 the patient was prescribed antibiotics (duration not reported). When patient returned for follow up appointment on (B)(6) 2016, the symptoms had resolved. The implanted device remains.